Event description:
It was reported during a da vinci procedure that the monopolar curved scissor's cable broke.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of broken cable was confirmed by failure analysis. The grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. The cable broke under tensile loading. Cable wear on pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys likely contributed to breakage. Other cables at wrist were not damaged. Additional observation not reported by the site was the instrument main tube extension had pad printing removed. Evidence not conclusive, but pad printing removed damage may be due likely mishandling/misuse. Electrical continuity passed. The flush tube was not kinked. No other damage found. The customer reported complaint of broken cable does not itself constitute a MDR reportable event; however, the pad printing removed on main tube extension were to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.